Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported after intraocular lens (iol) implant procedure, strong lights were extending to the left and right which disappeared after four days. However, after two weeks, the extending light started appearing again and hasn't gone away. The light extends to about half the length of field of vision, making it extremely difficult and dangerous to drive at night. The patient does not have astigmatism and was using eye drops for dry eyes, but the symptoms haven't improved. Additional information has been requested but is not available at the time of this report.